Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. The patient suffered a pericardial effusion, near the middle of the case that the patient¿s blood pressure increased slightly. The intracardiac echocardiography (ice) catheter was used to confirm a pericardial effusion. No effusion at the start of the case. A pericardiocentesis was to be performed in the operating room (or). Patient was stable. They were ablating at 45 watts. Tag index was 380 on the posterior wall and 480 on the anterior wall. The physician did not feel the catheters were involved in the issue. Procedure was aborted. The adverse event was discovered during use of biosense webster inc. (Bwi) products. The physician¿s opinion on the cause of this adverse event is that it is procedure related. Patient outcome is unknown. The patient required extended hospitalization because of the adverse event and had to go to the (operating room). A transseptal puncture was performed with a brk needle. Prior to noting the CT, ablation was not performed. There was no evidence of a steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event and the flow setting were standard. The correct catheter settings were selected on the generator, and it is unknown if the pump was switching from low to high flow during ablation. No error messages were observed on bwi equipment during the procedure. Force visualization features used were dashboard, vector, visitag. The visitag module parameters for stability was set to the suggested numbers. No additional filter was used with the visitag and the color options used prospectively was fti.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. The lot number 30573576l that was previously provided by the customer is not recognized by the system. Therefore, a manufacturing record evaluation (mre) cannot be conducted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) it was noted on 30-mar-2022 that the product previously reported as being received is not the correct product for this complaint. In addition, it was confirmed on 04-apr-2022 that the product that was previously received is not the correct product for this complaint. Therefore, the product investigation was closed for no product returned.